Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked in multiple locations along its length. The stretch resistant wire (sr wire) was fractured. The proximal constraint sphere was inside the distal detachment tip (ddt). The introducer sheath was ovalized approximately 4.5 cm from the distal tip. Conclusions: evaluation of the returned device revealed that the introducer sheath to the ruby coil was ovalized. This type of damage typically occurs due to mishandling during use. If the introducer sheath forcefully gripped during use, damage such as this may occur. The ovalized introducer sheath likely prevented the ruby coil from advancing beyond the hub of the non-penumbra microcatheter. Further evaluation of the returned device revealed that the embolization coil sr wire was fractured. This type of damaged likely occurred from forceful retraction of the embolization coil through the ovalized introducer sheath. The pusher assembly was kinked in multiple locations. These kinks were likely incidental and may have occurred during packaging for return to penumbra facilities. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using a ruby coils. During the procedure, the physician successfully deployed and detached a ruby coil through a non-penumbra microcatheter. The physician then attempted to advance another ruby coil through the same microcatheter; however, the ruby coil was unable to go beyond the hub of the microcatheter. The technician then readjusted the non-penumbra microcatheter and attempted to advance the ruby coil again; however, the ruby coil was still unable to advance and therefore, the physician decided to retract it. While retracting the ruby coil, the physician mentioned experiencing resistance. The procedure was then completed using a new ruby coil and the same non-penumbra microcatheter. It should be noted that the physician did not use a rotating hemostasis valve (rhv) and did not maintain continuous flush. There was no report of an adverse effect to the patient.